Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second valve was implanted valve in valve in the first valve.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34; product lot/serial number unknown ; product type: delivery catheter syste; implant date n/a; explant date n/a product ID l-evprop34; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a bioprosthetic transcatheter aortic valve, the native valve was ¿severely¿ calcified with persistent stenosis and a large diameter. The calcifications were reported as asymmetrical. Following a pre-implant dilation with a 26 millimeter (mm) balloon, the 34 mm transcatheter valve was positioned and deployed following verification, at a non-coronary cusp (ncc) position of approximately 3 to 4 mm and a left coronary cusp (lcc) position of approximately 4 to 6 mm. During deployment, the valve dislodged toward the left ventricular outflow tract (lvot). An attempt to snare the valve and reposition it higher was not successful. As result and due to free aortic insufficiency, an additional non-medtronic transcatheter valve was implanted. This additional valve was implanted without any complications. There was ¿no residual mild aortic insufficiency¿.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional patient, device codes, and eval code method were added. Additional codes. An additional annex g code was added. Product analysis: although the complaint valve remains in the patient, five static procedural images and a portion of the patient¿s executive summary were submitted to medtronic for review. Review of the patient's anatomical assessment showed the annulus perimeter measured 94.7mm with a perimeter derived diameter of 30.2mm falling outside of the sizing matrix. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The depth at the non-coronary cusp was approximately 4-5mm. Depth assessment in the left anterior oblique view was not performed; thus, depth on the left coronary cusp is unknown. There was evidence to show the valve was released very deep, at least 10mm. Imaging showed an unsuccessful attempt was made to snare the valve as stated in the device instructions for use and listed as a precaution, "the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with a native aortic annulus size <(><<)>(><(><<)><(><<)>)>18 mm or >30 mm per the baseline diagnostic imaging or surgical bioprosthetic aortic annulus size <(><<)>(><(><<)><(><<)>)>17 mm or >30 mm." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a bioprosthetic transcatheter aortic valve, the native valve was ¿severely¿ calcified with persistent stenosis and a large diameter. The calcifications were reported as asymmetrical. Following a pre-implant dilation with a 26 millimeter (mm) balloon, the 34 mm transcatheter valve was positioned and deployed following verification, at a non-coronary cusp (ncc) position of approximately 3 to 4 mm and a left coronary cusp (lcc) position of approximately 4 to 6 mm. During deployment, the valve dislodged toward the left ventricular outflow tract (lvot). An attempt to snare the valve and reposition it higher was not successful. As result and due to free aortic insufficiency, an additional non-medtronic transcatheter valve was implanted. This additional valve was implanted without any complications. There was ¿no residual mild aortic insufficiency¿. Additional information was received to clarify the "free aortic insufficiency" was a combination of moderate-severe paravalvular leak (pvl) and central regurgitation. Following implant of the non-medtronic transcatheter valve, the pvl was reduced to mild.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.